Event description:
The patient reported that over the course of some time patient had about three v-go 40 devices that came off while patient was showering. The patient confirmed that the application site is prepared with an alcohol prep before applying the v-go devices.